Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that a legal file containing 20 individual claimants reported the minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The information was received on (B)(6) 2022, and stated the following the customer reported damage to the insulin pump's retainer ring. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue the use of the device and the device will not be returned for analysis.